Manufacturer narrative:
The approximate age of the device was 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2019 due to intracerebral bleeding. The device was reportedly working as intended for the entire time of support. No further information was provided.

Event description:
Additional information: additional information provided on 18jun2020 stated that this patient was still alive and ongoing on the device.

Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.